Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menstruation irregular ("irregular menstruation"), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, uterine haemorrhage, vaginal haemorrhage, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, female sterilization, abnormal uterine bleeding, pelvic adhesions and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menstruation irregular ("irregular menstruation"), abnormal uterine bleeding ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, abnormal uterine bleeding, vaginal haemorrhage, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, infection, menstruation irregular, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. We introduced the essure device in the usual manner and 4 coils were noted in the uterine cavity. A similar procedure was done on the patient's right where again, 4 coils were noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, female sterilization, abnormal uterine bleeding, pelvic adhesions and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menstruation irregular ("irregular menstruation"), abnormal uterine bleeding ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, abnormal uterine bleeding, vaginal haemorrhage, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, infection, menstruation irregular, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plantiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. We introduced the essure device in the usual manner and 4 coils were noted in the uterine cavity. A similar procedure was done on the patient's right where again, 4 coils were noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received: medical history, reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain severe pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), menstruation irregular ("irregular menstruation"), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), infection ("frequent infections") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menstruation irregular, uterine haemorrhage, vaginal haemorrhage, infection and pelvic discomfort had resolved. The reporter considered abdominal pain, infection, menstruation irregular, pelvic discomfort, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plantiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: bilateral tubal occlusion . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.